Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the cuff locking mechanism malfunctioned making it not able to lock appropriately. Once it was locked and was rechecked by releasing the lock, it was found to be bent. The pump was removed and replaced. The pump will be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion although damage to the cuff lock was confirmed during the evaluation of (B)(6), the cause of the reported difficulty engaging the lock with the mini cuff could not be determined. The pump was returned assembled with the pump cable intact. A mini cuff was returned separate from the pump. The initial visual inspection of the cuff lock found that the latch arm was bent up and forward, causing it to collide with the cover plate when the lock was in the default position. After cleaning, visual inspection of the cuff lock under a microscope noted scratch marks on the surfaces consistent with use. Dimensional analysis of the lock confirmed that the left locking arm had become bent out of specification. Examination of the mini cuff found no damage or defect that would have contributed to the reported engagement difficulty. The motor cap and cover plate also appeared unremarkable. The lock was reassembled and was found to slide between the fully open and lock-out positions as expected. When moved into the lock-out/default position, the bent latch arm came into contact with the cover plate. The returned mini cuff was then placed into the lock and the lock was slid closed as far as possible. The locking arms appeared to slide around the metal ring as expected until the bent latch arm prevented the lock from closing. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The evaluation did not reveal any damage or defect with the cuff lock or mini cuff that would have contributed to the reported difficulty engaging. Although the specific cause of the damage could not be determined, the deformation of the left locking arm likely occurred during the attempts to engage the lock and would not have contributed to the reported event. The observed damage to the latch arm likely occurred when there was difficulty encountered opening the lock during troubleshooting. The evaluation did not find any device related issue that would have contributed to the reported difficulty opening the lock using the unlock tool. Heartmate 3 mini apical cuff kit IFU, rev. E, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Heartmate 3 lvas IFU, rev. C, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The surgeon was unable to engage/lock with the original pump on either the mini or standard cuff. The standard cuff was utilized from the backup implant kit. This did lock after a few attempts, with difficulty. The abbott t-handle tool was used to attempt to unlock the pump from the standard cuff. It was extremely difficult to unlock and took several attempts.